Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio results. Results as follows: pt: 9, date: (B)(6) 2013, inratio: 1.3, reference: 2.83; 10, (B)(6) 2013, 2.7, 1.46; 16, (B)(6) 2013, 2.7, 7.39; 22, (B)(6) 2013, 2.1, 5.76; 29, (B)(6) 2013, 1.9, 6.36. Pt #29 may have been taking antibiotics. All pts were tested using the same strip lot number, however, customer was unable to provide the number. No other pt info was provided.